Event description:
A pt underwent a primary cesarean procedure, and the insorb 2030 skin stapler was used to close the skin incision. The evening of surgery, the incision separated 6-8 cm. The separation was closed with a metal skin stapler under local anesthesia in the pt's hosp room.

Manufacturer narrative:
Device was not returned to MFR.